Event description:
On (B)(6) 2011, patient reported all of the buttons on the infusion device were unresponsive. Patient inserted a new battery but this did not resolve the issue. Infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a healthcare professional or second party to address the issue.